Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 5am, the pediatric patient¿s cgm was reading 101 mg/dl. After an unspecified amount of time, the patient was experiencing nausea, vomiting, and dehydration. The reporter stated the patient had dka, however, this was self-reported. At 7:32 am, the patient¿s bg meter reading was 503 mg/dl and after five minutes, it was 507 mg/dl while the cgm was still reading 101 mg/dl. The patient was also wearing an omnipod insulin pump. The reporter treated the patient with insulin per routine diabetes management. At 3:24 pm, the reporter took the patient to the emergency room (ER) as the patient was vomiting and couldn¿t keep anything down. The patient¿s bg meter reading at this time was 55 mg/dl. No cgm comparison value was reported at this time because the sensor was removed by medical staff. The patient was treated with IV dextrose. Around 6pm, the patient was then treated with IV insulin. No bg or cgm values were reported at this time. The patient was discharged on (B)(6) 2026 at 11:42 am (less than 24 hours). The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.